Event description:
The customer reported a problem involving a three field head and neck plan with a 0.5 cm bolus. The plan was approved and treated once, when the customer observed that the anterior field printout showed a bolus thickness of 0.1 cm instead of 0.5 cm. The bolus was breaking up on the central axis at the most anterior position and did not follow the specified 0.5 cm thickness. Varian assisted the customer in creating a new 3d image using a slice thickness of 0.25 cm instead of the original 0.5 cm. After creating this new 3d image, the plan showed the correct bolus thickness in the printout and the bolus looked much better on the central axis. The dosage difference between the two plans was 2 monitor units. The customer concluded that there was no adverse impact to the patient.

Manufacturer narrative:
The reported system behavior was found to be consistent with that described in the eclipse release notes. In some rare cases, creating a bolus in eclipse can result in a disconnected object. If the distance between the planes in the volume image is large and the body outline changes are sharp under the bolus (that is, body outline deviates more than the thickness of the bolus between two planes), the resulting bolus has a hole between those two planes. The eclipse release notes instruct customers that in such situations, a smaller plane distance should be used when creating the volume image. At the time varian received this complaint, varian analyzed it and concluded that there had been no serious injury and that the event would not be likely to cause or contribute to a death or serious injury if it were to recur. We applied the definition of a serious injury and we also considered the radiation therapy medical community's understanding of serious injury for radiation overdose or underdose among radiation therapy professionals. For that reason, we would not have submitted an MDR previously. However, varian is reporting this incident as an MDR based upon specific direction from our FDA investigator as to the FDA's interpretation of "serious injury" in the context of radiation therapy.